Manufacturer narrative:
Additional contact information: (B)(6). A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse replaced power cord reel to resolve reported issue.calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a ground pin broken power cord. No patient harm or injury reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.